Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's audible prompts are inaudible. As a result, a lay user may not received the proper instructions to use the device to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was unable to be repaired and was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's audible prompts are inaudible. As a result, a lay user may not received the proper instructions to use the device to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.